Event description:
Dental implant failed.

Manufacturer narrative:
The investigative worksheet stated that a 16mml 3.7mmd implant was placed in the #22 area and a 10mml 3.75 implant was placed in the #31 area of the mandible on 1/3/96. The implants failed to osseointegrate and were removed on 6/25/96. The panoramic radiograph dated 1/3/96 showed a 16mml 3.7mmd implant in the #22 areas and a 10mml 3.75 implant in the #31 area of the mandible. After studying the x-rays and reviewing report, co finds no apparent factors that would have prevented these dental implants from osseointegrating. External and systemic caused leading to implant failure are reported in the dental literature, but they go beyond the focus of this investigation.